Event description:
It was reported that an occlusion alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction bolus via the pump. Customer changed cartridge and infusion set to address the issue and also would continued insulin administration without changing any supplies. Ultimately, the customer reverted to an alternate method of insulin therapy.